Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked battery tube threads, scratched screen, and cracked reservoir tube and lip.

Event description:
The customer reported being in the emergency room with high blood glucose of 491mg/dl, and the customer also had ketones in her urine. The customer was placed on an insulin drip and was advised to discontinue the use of the insulin pump. The caller stated that once her blood glucose started to drop, they kept the device on her. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.